Manufacturer narrative:
Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The report stated that the patient had a fall prior to the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient was unable to set ipg to MRI mode. Diagnostics revealed high impedances in l3 lead. X-rays revealed no migration. To address this issue patient underwent surgical intervention where the lead was replaced and the lead was found to be fractured. Effective therapy was followed post operatively .